Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. A remote monitoring transmission indicated that the alert was triggered due to high impedance on the right atrial (ra) lead. The ra lead was also noted to have high thresholds. A fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.